Manufacturer narrative:
Initial reporter not known at the time of the filing. No device was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was sending corrupt data to the navigation system. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the problem was not related to the imaging system, but was an issue on the navigation system. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated initial reporter information. If information is provided in the future, a supplemental report will be issued.